Event description:
Medtronic received information that a connection leak was detected on the positive side of this pump boot tubing within the bypass circuit. The leak was detected during the bypass procedure. The decision was made to secure the tubing connection using tie-bands. This was performed without taking the patient off bypass. The case was completed, and there were no reported adverse patient effects associated with the leak.

Manufacturer narrative:
Analysis: the device will not be returned for analysis. With no product return, no definitive conclusions can be drawn. However, review of the device history record shows that the tubing pack met manufacturing specifications prior to being released for distribution. Conclusion: no adverse patient effects reported. The product was not returned to manufacturing for analysis. No definitive conclusion can be drawn for the reported event.